Event description:
It was initially reported that the patient's neurostimulator was not working and could not recharge for approximately 6 months. Subsequent information received indicated that the patient had a couple of overdischarge conditions on their device before and was now in the third overdischarge with an end-of-service (eos) message seen. Follow up information received that the patient was scheduled for device replacement surgery. If further information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).